Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant products: product ID (B)(4) implanted: 2010 (B)(6); product ID 6949 implanted: 2005 (B)(6); product ID 5076 implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported that the clinic received a device transmission for the patient due to a lead integrity alert with oversensing on the lead during an episode of non-sustained ventricular tachycardia. The patient was reported by family members as not feeling ¿well¿ at this time. The patient was transported to the hospital and pronounced as deceased. Review of the device transmission revealed no lead integrity issue and showed a wide complex tachycardia that lead into asystole with a possible myocardial infarction. The cause of death is unknown. The patient was a participant of the painfree sst study.